Event description:
It was reported that when the patient presented to the hospital for reasons unrelated to the device, high, out of range high voltage lead impedance was observed. It was noted that the high measurements were seen over a recent four day period, and since then the measurements have been normal. The physician elected to take no action and the patient will be monitored.